Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. The patient was asymptomatic. Electrical function was tested and no anomalies were detected. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.